Event description:
The customer reported that the 6800 system had a collimator error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated and the software installed during the service call. The system was tested and found to be working as intended and put back into service.